Event description:
The customer reported that the hospital staff disconnected the hose from the wall and caused the 840 ventilator to stopped cycling on a pt. The pt was not harmed or injured as a result of the event.